Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged on (B)(6) 2018, the patient experienced a blood glucose of 25mg/dl, with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated by emergency medical services with insulin via pump, and drink. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the basal rate. The basal delivery totals in total daily dose did not match due to access to the basal edit screen, changes to the basal program, and use of suspend. The basal history matched the active basal program settings, and the bolus totals matched. All boluses were recorded as programmed. The dosage recommended by the bolus calculator feature was overridden and potentially caused the blood glucose issue. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.